Manufacturer narrative:
(B)(4).

Event description:
The peel-away sheath peel back when attempting to place over guidewire/through skin and into vein.

Manufacturer narrative:
(B)(4). The customer returned one, peel-away sheath/dilator assembly and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the dilator body. Visual examination revealed that the peel-away sheath was split and frayed. White marks were observed where the sheath began to tear indicating stress. The overall sheath length from the tabs to the distal end measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away graphic. The peel-away outer diameter measured 0.0784", which is within the specification limits of .075"-.081" per the peel-away extrusion graphic. The peel-away inner diameter measured .062", which equals the nominal value of .062" per the peel-away extrusion graphic. The dilator could be removed and re-inserted through the peel-away sheath with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel". The reported complaint that the sheath tip was damaged was confirmed by complaint investigation. The sheath was returned with a split at the distal end of the sheath. White marks were identified on the tear, which indicate stress. The peel-away sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The peel-away sheath peel back when attempting to place over guidewire/through skin and into vein.